Event description:
The reporter indicated that the peg bullet came off the lead tip when the sheath was removed. The bullet came off completly, but it was decided to proceed and implant the lead. There was no pt info available.